Event description:
The specimen was stuck in the notch, and the doctor was attempting to manipulate the gun to remove the sample. When doing so, the doctor claims the gun misfired and accidentally stucking their finger. The issue here is that the pt was hiv positive. The hosp is requesting a written letter explaining that this had not been a problem in the past, and that co is aware of the situation. Additionally, reporter stated the doctor accidentally stuck their finger in 2004, but their factility did not report it cardinal until october. Reporter left a voice-mail in 10/04 for the sales regional office in the area. Reporter stated the reason for the delay in reporting the incident to cardinal; because they were not sure whom they purchased the needle from. Reporter said they first thought it came from another biopsy needle supplier, but later learned that radiology orders their biopsy needle directly from cardinal. However, the doctor went through the hosp's procedure for needle sticks at the time of the incident.